Manufacturer narrative:
The customer reported that the bsm (bedside monitor) display is blank. The device boots up and the touchscreen actuates. Just the display is blank. Customer requested the part numbers for the inverter board and the lcd. Customer was transferred to nihon kohden customer service for this information. Customer did not return the device for repair to nihon kohden. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the bsm (bedside monitor) display is blank. The device boots up and the touchscreen actuates. Just the display is blank.